Manufacturer narrative:
No relevant alarms occurred. The customer and service maintenance were complete per the specifications. The instrument surfaces were adequately clean. The sample foam detection images showed white particular matter right in the pipetting area. The provided data do not indicate an issue with the analyzer or the used reagent. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 19.6 ng/l. The physician questioned the initial result as it did not match the patient's symptoms, and asked the customer to verify it. A new sample was drawn and tested, resulting in a value of 8.14 ng/l. The original sample was then repeated twice. 1st repeat result: 9.15 ng/l. 2nd repeat result: 9.71 ng/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The troponin t hs reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The qc was within the ranges of the day of the event. The investigation is ongoing.

Manufacturer narrative:
Section d4, expiration date was updated.